Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the first stapler failed, not stapled tissue. Presented opening, placed in position to staple the base of the appendix and the device did not run, was locked and could not get that to work despite numerous attempts. No injury reported.